Manufacturer narrative:
The insulin pump was received with a pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms.

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm. Customer's blood glucose value was 110 mg/dl. Customer stated that they were able to rewind the insulin pump. Customer stated that the insulin pump passed the displacement test. The product will return for the analysis.